Event description:
A patient reported blood glucose results of "10.9 mmol/l, 11.8mmol/l, and 11.9 mmol/l" with a lifescan meter, performed within 10 minutes of each other. No products are being replaced.